Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly and the instrument was difficult to open. The hosp has reported no pt injury occurred.

Manufacturer narrative:
During evaluation, the reported condition was confirmed. Further engineering analysis determined the condition was attributed to force applied to the instrument.